Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The reporter indicated the lens was drifting down into the patient's line of vision. The lens will be explanted and exchanged for a longer lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found one haptic torn. The lens was returned in liquid. The injector, cartridge and foam tip plunger were not returned. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the reporter indicated the lens was explanted on (B)(6) 2015 due to dislocation/subluxation (decentration) of the lens. There were no additional complications related to the event. The reporter indicated the cause was due to the icl was too short (insufficient length). The lens was exchanged for a longer lens. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Method: device history record review results: based on the above investigation, it has been determined that nothing in the manufacturing and packaging processes can be identified as the cause of this complaint. No definite root cause identified. As reported on the medical review, it is likely, the event was a consequence of wrong lens use (i.e. Improper white to white measurement, or a mismatch of white to white and or sulcus to sulcus measurement). Claim #(B)(4).

Manufacturer narrative:
Pt weight.: unk event date: unk. Explant date: unk. Initial reporter: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Result: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Method: medical review. Results: per medical review - given the reported information, it is very likely that the smaller lens size caused decentration of the lens. According to the fmea (failure modes and effect analysis), the wrong sizing is a consequence of a wrong lens use failure mode (i.e. Improper white measurement, variability of the white to white measurements based on different method utilized, improper sulcus to sulcus measurement (if ubm used), poor correlation of white to white measurement and length of ciliary sulcus in individual basis and patient condition). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).